Event description:
Initial hip replacement in 2005 for degenerative joint disease. On day #3 post op developed severe pain in right thigh area where prosthesis meets the femur. This progressed over 5 years. Trying pain mgmt, p.t., acupuncture, prayer, tens unit, water therapy, lidocaine patches, lower spine surgery. She had right leg longer (2 cm) than left. Stem was loose and proof of femur fracture on right. Dates of use: (B)(6) 2005-(B)(6) 2010. Diagnosis or reason for use: degenerative joint. Event abated after use: yes.